Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to an unspecified reason. Device data is expected to be sent to rhythmcare at a future date for review. This device remains in service. No adverse patient effects were reported.